Manufacturer narrative:
The device has not been returned for evaluation. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2016, a possible secondary procedure was performed. The patient was implanted with a vela suprarenal and a vela infrarenal. No additional event or patient information is available.